Manufacturer narrative:
Investigation: a device history review was conducted for lot number 6320071. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample and photograph were submitted by your facility for evaluation and testing. Although the photograph shows the reported failure mode occurring, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. A possible explanation for this phenomena is the sterilization process of all potentially contaminated devices. The high heat of this process is sufficient to result in the deformation of the septum, potentially sealing any openings that would allow the passage of fluid.

Event description:
It was reported that there was leakage with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: leakage was noticed on the septum after the needle was retracted. The blood spilled. The catheter was removed and replaced.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage was noticed on the septum after the needle was retracted. The blood spilled. The catheter was removed and replaced.